Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient had damage to hose snaped next to quick release on (B)(6) 2025 leading to leakage. The leakage was in the quick release. The infusion set was in use for one day. No further information available.